Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had had a lack of therapeutic effect with their bladder stimulator. It was on at program 3 at 1.1 volts, but they felt like there was something wrong because they were still going to the restroom for two months more than they were. During the trial they had a 90% difference and this was discouraging and scaring them. They had increased the amplitude and changed programs and followed up with the doctor. They had them turn it off for two days to see if it helped and it did not. They had problems over the weekend where they encountered an error message and it was acting up and acting strangely. The error message asked what the serial number was and the patient saw a serial number that did not match what was on their ID card. The patient did not know what to do and eventually the message went away on its own. When asked if they had recently received a replacement communicator or handset, or if they were near any other patient's same type of device when using the device, they said they were not. They had an appointment with their managing physician last week. When asked if the serial number matched the format of the ins serial number, the patient confirmed it started with njy. They did not have additional information about the error message so it was not clear what message appeared or why. Presently the patient was able to access the patient application n ormally, therapy was on, and no error messages appeared. The patient was redirected to their healthcare provider to further address the issue.